Manufacturer narrative:
(B)(4). Evaluation, results: (cva/stroke).

Event description:
During the index procedure, 1 endeavor sprint rapid exchange (rx) drug-eluting stent was implanted to the mid lad. Patient was asymptomatic at 1 year follow up. Approximately 15 months after the index procedure due to a revascularization 1 other brand stent was implanted to the proximal lcx. Patient had cardiac status of stable angina at 1.5 year follow up. Approximately 18 months after the index procedure due to a revascularization 1 endeavor sprint rx stent was implanted to the proximal lcx. Approx 21 months after the index procedure due to a revascularization (in-stent restenosis) balloon angioplasty was carried out on the proximal lcx. One endeavor sprint rx stent was also implanted to the proximal lad at this time. Patient had cardiac status of stable angina at 2 year follow up. The patient was hospitalized for elective evaluation of coronary heart disease. Due to a revascularization (restenosis after previous ptca) balloon angioplasty was carried out on the proximal lad. The investigator stated that the events were not related to the study stents or the study procedures. Approximately 28 months post index procedure, the patient suffered an ischemic stroke. The investigator assessed that the event was not related to the study stent. Patient was asymptomatic/free of symptoms at 2.5 year follow-up. (Ref MFR # 9612164201100243 and 9612164201100245).